Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that patient experienced pain at the pocket site and was unable to charge the ipg due to its positioning in the abdomen. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible and relocated the new one to the flank area. The explanted ipg will not be returned.